Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through a merlin.net transmission, a diagnostics anomaly was observed. Upon review of the only vt episode present on the device, it was noted that the morphology diagnostics all displayed as n/a. It was confirmed that this was because the morphology scoring was considered invalid based on the specifications of the device. It was recommended the patient should be interrogated in-clinic to determine if the merlin.net system was a contributing factor to the issue. The information will be communicated to the patient¿s following physician. The patient will continue to be monitored.